Event description:
Reportedly, it was impossible to interrogate an alizea via bluetooth. After a restart of the tablet it works well.

Manufacturer narrative:
The review of data provided confirmed the reported issue: at the first interrogation, the communication was inductive and after the second interrogation, the communication was ble (bluetooth low energy). The review of the data provided showed that after the first interrogation the programmer via the inductive head (cpr4) could not launch the ble communication since it could not retrieve the ble information from the active implantable device. The noisy environment is the most probable hypothesis to explain why the programmer could not retrieve the ble information from the active implanted device despite several tries. The cpr4 inductive head may be sensitive to nearby screens, chargers, motors (motorized seat or table), other inductive heads close to it. No malfunction is suspected on the programming software. This case is retained and utilized for trending purposes.